Manufacturer narrative:
The DHR for this chair was reviewed and the chair passed all applicable quality tests and configuration requirements. It met all specifications when it left the facility. Limited information was provided by the customer regarding the exact nature of the alleged incident. A letter from the user's attorney stated that the user "fell backwards" and sustained injuries. After follow up with the attorney, we were told the user sustained minor head injuries and a broken rib. The user had received a demo chair that was not configured specifically for him, he was an amputee and the chair was not equipped with an amputee axle plate. However, the chair had been equipped with anti-tips prior to him taking possession. There is not enough information about the incident to understand any contributing factors. We have not been provided any additional information about the event. A follow up medwatch form 3500a will be submitted if any additional information is provided.

Event description:
While in use of a tilite wheelchair, a user had a backwards fall and sustained minor head injuries and a broken rib.